Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately post implant of this bioprosthetic valve, this device was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.